Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when attempting io access the driver failed during mid-insertion. Another ez-io driver was obtained for io access. The doctor reports that there was a delay in treatment of approximately 60 seconds and was unlikely to have changed the clinical outcome of the patient (patient death).

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no obvious signs of damage were observed. When the trigger was pressed, the green led displayed. The trigger guard had been removed. Functional testing was performed no issues were encountered. A review of the certificate of conformance found that the driver passed all acceptance criteria. The device was released in 07/2009 and is approximately 6 years old. Based on the investigation performed, the reported complaint could not be confirmed. No device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. The IFU states "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set."

Event description:
The customer alleges that when attempting io access the driver failed during mid-insertion. Another ez-io driver was obtained for io access. The doctor reports that there was a delay in treatment of approximately 60 seconds and was unlikely to have changed the clinical outcome of the patient (patient death).